Manufacturer narrative:
Insulin pump received with no button response due to moisture damage on electronic assembly. Moisture damage was found on motor assembly. No button error alarm, vibration or unexpected audio beep anomaly noted during testing. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported via phone call, that the customer received a button error alarm. Advised insulin pump was exposed to moisture. Customer's blood glucose level at the time 135 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.